Event description:
It was reported that there was temperature increase intra-operatively. There was no known patient impact.

Manufacturer narrative:
Evaluation of the device determined that the tip bearing was damaged/broken which caused wobbling of the tool. It was noted that det erioration of the marking was also observed. Annex codes b01, c07, and d02 are applicable. A1-5: patient information cannot be provided due to regional privacy regulations. Section e: initial reporter information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.